Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The event date is unknown. (B)(6) 2022 was selected because the literature article was published on that date. The implantation date is unknown. The type 2 endoleak was observed one month after the implantation date. The device remains implanted. The device remains implanted. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device remains implanted. Adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak.

Event description:
The following publication was reviewed: bakopoulos, a., koliakos, n., papaconstantinou, d., bistarakis, d., zymvragoudakis, v., schizas, d., pikoulis, e. And lazaris, a.m., 2022. Laparoscopic management of concomitant sigmoid colon cancer and type 2 endoleak following endovascular aneurysm repair. Vascular and endovascular surgery, p.1-4. The article is a case report on a patient reportedly presenting concurrently with abdominal aortic aneurysm and a mass lesion in the sigmoid colon. The aneurysm was treated with a gore® excluder® aaa endoprosthesis on an unknown date. The article states that the patient later presented a type 2 endoleak and 0.500 cm aneurysm growth, both evident in cta imaging. The patient was treated with high ligation of the inferior mesenteric artery. The patient tolerated the procedures. One year after the follow up procedure, the patient was in good condition with no evidence of residual disease or aneurysm sac expansion.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Coding updated.